Event description:
The pt experienced "erratic" stimulation and no stimulation in the foot and ankle areas which began about a week ago. Though no one incident was related to this but it was noted that a few weeks ago he went from a desk to working as an electrician. Interrogation of the device showed impedances of >10,000 ohms on electrodes 3 and 6. The company representative was able to reprogram around those electrodes and was able to recapture stimulation in his foot and ankle. The pt had bilateral coverage of his legs and feet and desired to turn off the stimulation to the right leg, something he was able to do immediately after implant but was unable to do for approximately the past year even with reprogramming. The pt's pain was a 4 (scale of 10) with the device on and a 10 when it was turned off. The pt did not feel this was adequate and desired to be trialed for pump system. If any additional info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).